Manufacturer narrative:
On 05-dec-2025 complained product received - user handling was identified as root cause for the complaint.

Event description:
Had the attachment in my mouth when brushing...the inner part broke off [device breakage]. Case narrative: the consumer email stated that the recently had the attachment in my mouth when brushing in 1x. It appears that the inner part broke off. No injury was reported. 05-dec-2025 (follow-up). Product investigation results: complained product received - user handling was identified as root cause for the complaint. No injury was reported. 'No manufacturing cause' and 'no design issue' identified based on investigation. No technical failure at refill.

Event description:
Had the attachment in my mouth when brushing...the inner part broke off [device breakage]. Case narrative: the consumer email stated that the recently had the attachment in my mouth when brushing in 1x. It appears that the inner part broke off. No injury was reported.

Manufacturer narrative:
Product return was not received. Product return was requested. Full evaluation will occur upon receipt of product return.